Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that foot switch not working. Upon troubleshooting fse identified that there was no connection between the base station and wireless footswitch and there is no battery indicator at the time of occurrence wireless footswitch. Fse replaced the battery and after replacement of the footswitch and base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s wireless footswitch stopped working and needed to be replaced. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.